Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that he missed an anti-fy(a) of a proficiency survey sample when testing with biotestcell pool on tango optimo. The customer has neither returned the supposedly defective product nor the proficiency survey sample that had caused the false negative test result. At the time the customer filed his complaint, the supposedly defective product was already expired. Therefore, a testing of the retained biotestcell pool sample in our quality control laboratory was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.